Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre pulmonary balloon was used during a dilatation procedure. The procedure was performed on (B)(6), 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the patient's trachea with saline, however the balloon burst during inflation at a pressure of 3 atm. It was reported that balloon was removed from the patient and there was no reported device fragment detachment. Another device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed and is not available for return. The investigation results stated that this failure most likely occurred due to procedural or anatomical factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. If any further relevant information is received, a supplemental MDR will be filed.